Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ventricular noise was observed via remote transmission. The patient was brought into clinic for evaluation. The noise was unable to be reproduced with isometrics and was only reproduced during a big inspiration. The lead was capped and replaced on (B)(6) 2019. There were no patient consequences and the patient was discharged.